Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the sensor was inserted on (B)(6) 2023 and the patient had an appointment for sensor removal on (B)(6) 2025. During the removal procedure, the sensor broke in two pieces and only one piece was removed. Despite making efforts, the second piece could not be removed and the patient experienced the symptoms such as inflammation, redness, swelling, discomfort and pus exudation. The hcp prescribed antibiotics and scheduled another appointment for the removal of remaining piece. The remaining sensor piece was removed on (B)(6) 2025. The symptoms alleviated after taking antibiotics treatment. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced redness, swelling, pain and pus exudation during the time of sensor removal. The event happened on 26-mar-2025. The sensor had already been expired as it was inserted on (B)(6) 2024. The patient was prescribed with antibiotics.